Event description:
The physician indicated that the patient's symptoms have improved since generator replacement. It was reported that the patient is very happy with the new generator.

Event description:
On (B)(6) 2013, the physician interrogated and ran system diagnostics on the patient's device, and found that all diagnostics were normal. However, the physician believes there is an issue with the lead and is planning on a full revision and possible laser surgery. The patient's device was then programmed to the lowest settings, because the patient felt the device was still firing previously. The patient was sent for x-rays and a pet scan; however, the images were not sent to the manufacturer. The patient complained of pain during stimulation, which started after an MRI was taken on (B)(6) 2013. The patient's device was turned on after the MRI; however, the patient taped the magnet was over the device to disable it. Per the patient's husband, even with the magnet taped over the device, the patient could still feel stimulation going off every so often. Additional information was received from the surgeon who stated that he wanted to discuss the strange sensations in the side of the neck for the patient, which made her uncomfortable. The surgeon indicated that from what was reported to him, the diagnostics were all within normal limits and the battery is not at end of service. When the device is on, the patient can feel the pain stronger with and without stimulation. But, when the device is turned off, the symptoms are diminished, yet still present. The surgeon was thinking of possibly changing the battery and then changing the lead on another date. Surgery has been scheduled, but has not been confirmed to have occurred. It was noted that the device was not turned off during the MRI, although the physician new it should have been, due to miscommunication between the MRI technicians. The pain with stimulation in the neck, which started after the MRI, has been very painful to the patient and has caused nausea and voice alteration. The patient reports that it feels ten times more intense than normal. Per the patient, even when the device is turned off with the magnet, the device feels as though it is stimulating. Diagnostics were performed, which showed all ok and a lead impedance value of 2791 ohms. The device was turned off and the patient said that she did not feel anything and the pain was gone. There was no recent trauma to the region. No additional information has been provided.

Event description:
It was reported that the patient's generator was replaced on (B)(6) 2013. It was stated that a lead revision was not performed at the time as the physician wanted to see if there were any improvements with the patient from the generator replacement. The explanted generator was returned and product analysis was performed. Product analysis found that the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No additional information has been provided.